Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-04-25 (B)(6) (con) information was received from a consumer (con) regarding a patient receiving unknown via implantable pump. The indication use was spinal pain. It was reported that the date and time were corrected on the handset. The patient did not know how it changed but did state they tapped on something and stated it happened once before. The patient reported a long delay when trying to connect to the pump. The agent walked the patient through the clearing data steps per the ka. The patient connected to the pump on the call and confirmed the connection was much faster. The issue was resolved. The patient stated that this had been an issue for several months/2-3 months at least. Additional information was provided from a consumer stated that the software version was 2.0.1700.